Event description:
During a call to philips healthcare to troubleshoot an intermitted operational check failure for therapy knob. The customer was instructed by philips customer service tier 2 to run three operational check tests. One of the three operational check tests resulted in an operational check failure for charge button.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.